Manufacturer narrative:
The distributor informed pelton and crane that a pelton and crane track light assembly fell from the ceiling because the ceiling screws had pulled out of the ceiling studs of the building. The light was manufactured and installed at the dr's office over 31 years ago and is past the expected life of the device.

Event description:
A dental professional was performing routine medical treatment to a pt when a pelton and crane track light assembly fell from the ceiling and struck the pt before falling onto the floor. There was no injuries reported.